Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram procedure. The imaging showed that there were no issues with the device. Nine months post procedure it was noted prior to another procedure that there was a device related thrombus. The patient was restarted on their anticoagulation medication for 6 weeks to treat the thrombus.